Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that, he was travelling and when he left home blood glucose was 165 mg/dl but when he got to where he was going he checked blood glucose and it was 520 mg/dl so he gave shot and checked blood glucose a little later and it was 495 mg/dl and then it went down to 165 mg/dl. Customer reported that, the blood glucose was high and the battery was dead he changed battery and treated with pen until he got blood glucose stable but had to remove sensor as it was not connected. Customer declined troubleshooting. The insulin pump will not be returned for analysis.